Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. It was reported that the patient had cardiac arrhythmia/ventricular tachycardia on (B)(6) 2021 which required defibrillation. On (B)(6) 2021 the patient also had an aortic graft due to a bleeding aorta and was placed on a right ventricular assist device (rvad) due to right heart failure. Per additional information from the ventricular assist device (vad) coordinator, the right heart failure and cardiac arrhythmia were not device or therapy related and did not exist prior to lvas placement. Additionally, the aortic graft procedure was not a planned procedure. Per additional information, the patient had a right hemothorax requiring evacuation on (B)(6) 2021. The patient also was intubated on (B)(6) 2021 due to worsening hypoxemia and a tracheostomy was later performed on (B)(6) 2021. The patient also had worsening renal failure on (B)(6) 2021. The patient had gastrointestinal bleeding on (B)(6) 2021 requiring a blood transfusion and an endoscopy. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 instructions for use (IFU) lists respiratory failure, renal dysfunction, right heart failure, cardiac arrhythmia and bleeding as adverse events that may be associated with the heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including the recommended international normalized ratio (inr) range. The IFU warns that right heart failure can occur following implant of the pump and can limit the effectiveness of the lvas due to reduced filing of the pump the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 23mar2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2021 the patient had respiratory failure and worsening renal failure, and was hospitalized and underwent dialysis. The patient had a tracheostomy on (B)(6) 2021 due to respiratory failure and failure to wean. On (B)(6) 2021, the patient had a gastrointestinal bleed requiring blood transfusion and endoscopy.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2021, the patient was given 1 unit packed red blood cells (prbcs) for low hemoglobin/hematocrit (h/h). The patient had acute blood loss anemia and was given 1 unit prbcs on (B)(6) 2021, 1 unit prbcs on (B)(6) 2021, 2 units prbcs on (B)(6) 2021, and 1 unit prbcs on (B)(6) 2021. The patient had an acute gastrointestinal bleed that required scope-guided post-pyloric dobhoff placement on (B)(6) 2021 that was complicated by oozing that require gastric clips. The patient also received blood transfusions to math blood loss related to hemodialysis, requiring 5 units prbcs on (B)(6) 2021 and (B)(6) 2021, 1 unit prbcs on (B)(6) 2021, 2 units prbcs on (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021, and 1 unit prbcs on 1(B)(6) 2021 and (B)(6) 2021. A capsule endoscopy done on (B)(6) 2021- (B)(6) 2021 showed duodenal bleeding that required gastric clips on (B)(6) 2021. On (B)(6) 2021, the patient had right ventricular failure requiring rvad decannulation on (B)(6) 2021. The patient was given one unit of packed red blood cells (prbcs). On (B)(6) 2021, the patient experienced major bleeding and had 2 units prbcs transfused. On (B)(6) 2021, the patient again was given 2 units prbcs. The patient had ongoing anemia, end stage renal disease, and chronic blood loss related to hemodialysis that required 2 units prbcs on (B)(6) 2021. On (B)(6) 2021, the patient was given 2 units prbcs for symptomatic anemia. On (B)(6) 2021, the patient had 2 units of prbcs for anemia of chronic kidney disease with iron deficiency and acute blood loss anemia due to gi bleeding. On (B)(6) 2021, the patient received 1 unit of prbcs for blood loss related to hemodialysis.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was implanted on (B)(6) 2021. The patient had aortic bleeding that required replacement of aorta through an aortic graft which was completed on (B)(6) 2021. The patient experienced right heart failure (rhf) requiring rvad implantation on (B)(6) 2021. On (B)(6) 2021, the patient was reintubated due to worsening hypoxemia and underwent a right thoracotomy to remove the hemothorax. As of (B)(6) 2021, the patient was ongoing and recovering from the lvad implantation.